Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reseated the gpos and the cables, re-flashed the nodes and reloaded the sys calibration files. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the 9900 sys would not save images. No pt injury was reported.